Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) advisory message was confirmed during the archive data review. The archive data revealed multiple ua45 advisory messages around the reported event date. The root cause for the ua45 was the driveshaft not being at the "home position." Ua45 can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance. This is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, possibly attributed to wear and tear. This would likely cause the user difficulty pulling up the lifeband completely. The platform was manufactured in 2016 and is over eight years old. Upon visual inspection, unrelated to the reported complaint, a tear on the load plate cover and a crack across the screw well area of the front enclosure was noted. The observed physical damages were likely attributed to user mishandling. The damaged parts need to be replaced to address the observed physical damages. The archive data review indicated multiple ua45 advisory messages around the reported event date, confirming the reported complaint. The autopulse platform passed the initial functional testing. The platform was tested for 45 minutes with the normal manikin in 30:2 and 40 minutes in continuous compression mode, 35 min with the lrtf (large resuscitation test fixture) manikin in 30:2 compression mode, and continuous compression mode without issue. The platform also passed the load cell characterization test. Further investigation revealed that the encoder drive shaft did not rotate smoothly, which is related to the ua45. The clutch area and the clutch plate need to be cleaned and deburred to remedy the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up or final report will be submitted if and when the product is returned, and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(6)) was deployed to resuscitate a 52-year-old female patient. Per the customer, the patient was relatively short and had a high bmi. At the very beginning of a 60-plus-minute arrest, the autopulse platform failed due to a user advisory (ua) 45 (not at "home" position after power-on/restart) advisory message. The crew performed manual chest compressions for an extended period. The patient was pronounced dead at the emergency department (ed). Per the customer, the patient's death was not related to the autopulse, and this would have happened regardless of an automated CPR device being available.